Event description:
It was reported that the user accidentally performed a second meal announcement, resulting in approximately (B)(4) of insulin delivered and subsequent low glucose, while the user had eaten dinner and additional carbohydrates in response. Symptoms included hypoglycemia with a sensor glucose of 71 mg/dl. Outcomes included self-treatment with oral carbohydrates and no hospitalization. Investigation included review of device engineering logs and user education on locating insulin on board to inform treatment decisions. Investigation of this case revealed that the second dinner meal announcement led to excess insulin delivery and hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user error related to duplicate meal announcement was the likely cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.